Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No manufacturing review was indicated. No complaint or manufacturing trend was identified. The root cause could not be determined. PMA 5610(k): this product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product freshlook one-day that is sold in the united states under PMA/510(k) # k050213. (B)(4).

Event description:
As reported by an ophthalmologist via fax on (B)(6)2017, a female patient previously experienced irritation after wearing the lens. It was indicated that the patient visited the doctor on (B)(6)2017 and was diagnosed with corneal ulcer. The patient was prescribed cravit eye drops 4 times daily and was advised to stop wearing contact lenses and to wear an eye bandage. At the time of this report, the patient's condition has continued. No additional information can be obtained.